Event description:
Customer was hospitalized with high blood glucose levels. Prior to hospitalization cannula was bent or crimped after several set changes. Unable to performe troubleshooting at time of call. Customer's mother stated problem was due to the infusion set.